Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. A sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately nine years post deployment, the patient experienced leg pain. Angiogram demonstrated chronically occluded ivc filter below the renal veins with occluded bilateral iliac veins down to the level of common femoral veins with extensive suprarenal collaterals. Therefore, the investigation is confirmed for the filter occlusion. Based upon the available information, the definitive root cause is unknown.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown. This information was received from one source. The patient was a (B)(6)-year-old female who weighed (B)(6) kilograms.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced occlusion. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 72 year old female patient weighs 106 kgs.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for occlusion of the inferior vena cava. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H10: g3 h11: b5, g1, h6(result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.